Manufacturer narrative:
Investigation summary: received one (1) used. List #unknown, 500 ml intravenous bag with cisplatin with one (1) used. List #unknown, clave bag spike connected to one (1) used. List #norm-saline injection otsuke 250 ml with one (1) used. List #unknown, dry spike adapter with 4 spiros and bag spike connected to one (1) used. List #(B)(4), primary plum set with one (1) used. Ref #(B)(4), terumo disposable syringe 10 cc/ml for inspection. As received, the filter was wetted out. Received two (2) photos, one (1) photo of the filter cap open and the filter wetted out and one (1) photo of the bag. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage cannot be replicated but can be confirmed due to the wetted out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inches generated a leak during patient use. It was stated in the report that leakage at the filter vent. Cisplatin was involved in the event. The event was noted during infusion. There was patient involvement, but no patient was harmed. There was no chemotherapy exposure.